Event description:
It was reported that the patient received inappropriate shock. Noise episodes and externalized conductors under fluoroscopy were observed. The lead was capped and replaced. The patient did not experience any consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.